Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Customer's blood glucose level ranged between 201-202 mg/dl. As the occlusions had occurred in the past, no troubleshooting could be performed.